Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks while in an ambulance and at the hosp. Rapid atrial fibrillation with rapid ventricular response contributed to the false detection. The patient was reportedly conscious at the time of the event. The response buttons were pressed approx one minute prior to pulse delivery. The response buttons functioned appropriately. In addition, the second shock was a low energy 67j shock. Engineering analysis indicated that a high impedance condition was detected which was rep of the garment and electrode being opened and not in contact with the patient's skin. The cause of the low energy shock is a pulse delivery timeout due to high impedance condition. The low energy shock did not cause or contribute to a death or serious injury. It cannot be confirmed who disconnected the electrode belt. The patient was taken to the hosp for further evaluation and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date(s): monitor (B)(4)- (B)(6) 2011-reuse, electrode belt (B)(4)- (B)(6) 2014-reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.